Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was replaced and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9600 system had a camera rotational error. No patient injury was reported.